Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was buttressing material used? No. Naked reloads. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Completely compliant with precompression. Does the surgeon use a single firing stroke or pulse fire? Yes. Has done both techniques, but usually pulse fires. What evaluation of patient was performed that initiated the reoperation? Patient was admitted into ER. Finding out more detailed information from surgeon. Was the site of the bleeding identified? Yes, it was the staple line. Specifically, the first two firings of the sleeve. Was it from any one part of staple line or along entire length? Looked like the vast majority was from the first two firings of the staple line. Although, the entire staple line was oozy. What was the estimated blood loss? Unknown, requesting additional information from surgeon. Were there any hemostasis issues noted during initial procedure? Surgeon initially reported that the patient was "oozy" during surgery. What is the current patient status? Unknown, requesting additional information from surgeon. Additional information received: surgeon does a great deal of bariatric procedures. Sleeves and switches. 880 cases completed last year for the group. Enseal is used for mobilization. Only gst reloads are used. No buttressing. Females first firing green load. Males first firing black load. One surgeon specifically noted an increase in readmissions for post op bleeding beginning in (B)(6) and continued through (B)(6). 6 or 7 in four month time period. Surgeon thought it may be related to large case volume, but last bleed led surgeon to question stapler. Surgeon now does every patient gold with first firing and then blues for rest of sleeves and has noticed dryer staple lines but still thinks the intraoperative oozing is more than he would like to see. Other surgeon has not had issues. All surgeons use same pre-op regimen ¿ introduced new blood thinner (celebrex) in (B)(6). Proactively raising the patients¿ blood pressure at end of each case to get a better understanding of hemostasis. Surgeons are very compliant to waiting 15 seconds prior to firing. Surgeon uses pulse technique going 1/3, wait 5 seconds,1/3 wait 5, finish.

Event description:
It was reported that the doctor had performed a laparoscopic gastric sleeve on a female patient on (B)(6) 2019, using a plee60a stapler, a gst60g on the first firing, a gst60d on the second firing and gst60b reloads on the third, fourth and fifth firings. On (B)(6) 2019, patient went to the emergency room for pain and dizziness. The patient was evaluated, reoperated and the doctor found blood pooled under the staple line. The doctor irrigated the area to remove the blood. No additional blood products or sutures were needed to control bleeding, as there was no bleeding. The patient's status is currently unknown.